Manufacturer narrative:
There was no patient involvement. Date of event is unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history record review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the t8 screwdriver handle with quick coupling from distal radius set broke when the surgical tech was trying to assemble or connect the shaft. There was no patient involvement. Concomitant device: screwdriver shaft (part: unknown, lot: unknown, quantity: 1). This report is for a handle with quick coupling, small. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: device history records review was completed for part# 311.43, lot# 4666807. Manufacturing location: brandywine, release to warehouse date: oct 15, 2003. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. H3, h6: product investigation was completed. The quick coupling handle was received with a roughly transverse break through the phenolic handle component. The break is located at the cross pin, which connects the handle to the quick connect mechanism, and has resulted in the proximal portion of the handle being fully separated. The balance of the device shows surface wear consistent with use and which would not impact the functionality. Thus, it was determined that the received condition does agree with the complaint description and the complaint condition is confirmed. The specific circumstances at the time of the issue and over the 14+ year lifespan of the device is unknown; therefore, it cannot be definitively determined if external factors (use error, misuse, etc.) Impacted the complaint condition. Relevant drawings, reflecting the current and manufactured revision, were reviewed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Dimensional analysis on handle at the fracture could not be conducted due to the tapered geometry and post manufacturing damage. However, dimensional analysis could be performed on the coupling mechanism shaft and the cross pin. The outer diameter of the shaft portion of the coupling assembly measured 4.46mm which is within the specification of 4.5mm +0/-0.05 per drawing. Measured using calipers ca592. The outer diameter of the cross pin measured 2.008/2.006mm which is within the specification of 2mm +0.008/+0.002 (m6) per drawing. Measured using micrometers om803. A material review was performed during the investigation on the four handle component (311.43.03) lots used in the overall assembly lot (4649513, 4631519, 4644458, and 4638142). Per the device history files, the raw material was confirmed to be correct per the specification with no non-conformance noted. The complaint condition is confirmed as the quick coupling handle was received with a roughly transverse break through the phenolic handle component. While no root cause could be definitively determined it is likely that use of device for over 14+ years, consistent sterile processing, and/or rough handling could have contributed to the complaint condition. No design or manufacturing defect or deficiency was observed during the investigation. No new malfunctions were observed during the course of this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.